Manufacturer narrative:
Device manufacture date: 2/21/2006. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis. The health hazard evaluation and CAPA. The DHR was reviewed and the unit met manufacturer's specifications at the time of release. The service and complaint history review of the six months ((B)(4) 2010 through (B)(4) 2011), for this unit (sn (B)(4)), per account history revealed no significant trend. Trending analysis (cpuy complaint per unit year chart) for the problem code ''e09-disinfectant time not entered" did not reveal a significant trend over the past 12 months ((B)(4) 2010 through (B)(4) 2011). The fmea (failure mode effects analysis) for the aer revealed the risk priority numbers (rpn) is not at or above 100, corrective action to further mitigate this risk is not required. The hhe (health hazard evaluation) ws reviewed for shorter disinfect time issues on the aer and the hazard/risk index was 6, which indicates the associated risk is low there were no parts returned for investigation. The root cause was determined to be use error of incorrectly setting the disinfect time on the aer unit. The customer was advised to review the IFU for cidex opa at room temperature and adjust the time according to those instructions. On (B)(6) 2011 the customer stated that the disinfect cycle time was set to twelve (12) minutes per the IFU.

Manufacturer narrative:
Ni

Event description:
A customer reported improper processing time in their aer automatic endoscope reprocessor with printer. The customer confirmed that the heater was disconnected. The reported 5 minute processing time is specified with the use of a heater. The unit is not set for disinfecting 12 minutes. The customer was instructed to review the IFU for cidex opa and adjust the time according to those instructions. The customer stated a change would be made to the time to reflect the IFU.